Event description:
Caller reported a pixel issue on the pump display, which affected the ability to read about 90% of the screen, although interaction with the pump was still possible. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.